Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged she attempted to test on the advantage system within 24 hours of experiencing low blood sugar, but couldn't get a result due to an error message (err; after insertion of pre-dosed strip). Reporter stated that emts were called and they obtained a reading of 29 mg/dl on their meter. Patient was taken to the hospital where she was admitted and treated for low blood glucose. No actions taken based on device results because no value was provided. Requested return of suspect device and strips, and replacement was sent.